Event description:
Customer reported that she had high blood glucose; stated that her insulin pump drive support cap is broken. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with broken drive support disk end cap.